Event description:
A customer obtained multiple, reproducible and unexpected proficiency sample results for vitros ahav and vitros ahbc using a vitros 5600 system. Vitros ahav igm result= (B)(6); vitros ahbc result = (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected with patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, reproducible and unexpected proficiency sample results were obtained for vitros ahav and vitros ahbc using a vitros 5600 system. Acceptable (B)(6) vitros ahav igm was obtained following repeat testing of the same sample. Root cause for the (B)(6) vitros ahav igm result and the (B)(6) vitros ahbc results could not be determined. However, the possibility that an unknown sample interferent had contributed to the results could not be ruled out entirely. There is no evidence to suggest that an instrument related issue or reagent related issue contributed to the event.